Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape and act buttons dome switches. No unlocked lcd keypad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections and they were able to bring the blood glucose down around 400 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.